Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, intraoperatively, the endoscope had a poor connection which caused the image to turn off. The device will be exchanged. No negative impact in state of health reported.

Manufacturer narrative:
Correction: (B)(4) was identified as a duplicate case to (B)(4). (B)(4) will be the official case for this event and (B)(4) will be voided as a duplicate. Internal karl storz reference number: (B)(4).